Event description:
A customer reported that after dropping their adc device in water, it would no longer turn on or give glucose results. Due to this, the customer was unable to monitor glucose and developed symptoms of dizziness and blurred vision. The customer had contact with a healthcare professional who treated customer with oral glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A follow-up report will be submitted if product is returned or additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that after dropping their adc device in water, it would no longer turn on or give glucose results. Due to this, the customer was unable to monitor glucose and developed symptoms of dizziness and blurred vision. The customer had contact with a healthcare professional who treated customer with oral glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.